Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer's mother stated that she inserted the battery from the old insulin pump into the new pump; however the insulin pump did not turn on. She was advised to put in a brand new battery in her insulin pump, but it didn't turn on. The mother reported that the display was blank. She was not sure whether the second battery she used was brand new. She couldn't finish troubleshooting as she did not have brand new battery. The insulin pump will not be returned for analysis.